Event description:
Procedure: laparoscopic hiatal hernia repair. According to the reporter: the device was being used by the physician (md). The needle bent while inside patient. When the device was removed from patient, the needle was broken with one portion attainable by a scrub tech. The remainder portion of the stitch remained missing. Md felt the missing portion was retained inside the endo stitch device. A manual search was done by doctor for the missing piece inside the patient. The missing piece was not found. Additional information has been requested but not yet received. Cluded in this complaint report? What is the current status of the patient?

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 03/20/2015.